Event description:
Related to MFR report # 2183959-2011-00546. Related to MFR report # 2183959-2011-00542. On or about (B)(6) 2005, the patient had an ams apogee graft implanted "with the intention of treating: the patient for "stress urinary incontinence and pelvic organ prolapse, including vaginal vault prolapse." It was reported that "after, and as a result of the implantation of the medical devices" the patient "suffered serious bodily injuries, including, but not limited to, mesh erosion in both the bladder and vagina; extreme bladder, vaginal, abdominal, pelvic, and back pain; infections; vaginal shrinkage; vaginal scarring; dyspareunia (pain during sexual intercourse); inflammation; bleeding; and other injuries." It was reported that the patient's "symptoms have required her to undergo numerous intensive medical treatments, including but not limited to the use of pain control and other medications, as well as multiple operations to locate and remove mesh, and may require her to have additional...corrective vaginal surgeries." It was reported that the patient has "experienced significant mental and physical pain and suffering and she has sustained permanent injury."

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.